Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma, seroma-late.

Event description:
Healthcare professional reported through device tracking "incision and drainage hematoma, seroma, fluid collection". This record relates to the left side. The device was explanted.